Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss, and then restored communication on its own. The event logs were sent to nihon kohden and were evaluated. The unit was in use on patients at the time, but no patient harm was reported. Per the evaluation done by nihon kohden, the data shows sawtooth signal loss condition (not communication loss) given the condition lies across all transmitters and was transient points to interference. Due to the age of this complaint and transient nature of the complaint, no further investigation is possible.

Manufacturer narrative:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss, and then restored communication on its own. The event logs were sent to nihon kohden and are currently awaiting evaluation. The unit was in use on patients at the time, but no patient harm was reported. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
The biomedical engineer reported that the central nurse's station (cns) was in communication loss, and then restored communication on its own.